Manufacturer narrative:
(B)(4).

Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: balloon popped during procedure, the case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. No piece fell into cavity, no further action was necessary.